Event description:
It was reported on 03/28/2000 that, in 2000, pt underwent surgery to the left eye. On 03/11/2000, adverse reactions included hypopyon. Post op complications included inflammation, glaucoma and vitritis. Secondary intervention was needed for inflammation. The prognosis as of the last visit was good. The corneal status immediately post op was clear. The doctor does feel that this event was lens related but that the pt's condition is now stable."